Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the protective sheath of the radially expandable sleeve was cut. The trocar and envelope seal appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the radially expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, surgical devices or instruments like forceps could not be taken in and out smoothly through the trocar. The customer is using a laparoscopic handset and a vessel sealing device. There was no patient harm.